Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and uterine haemorrhage ('abnormal uterine /menstrual bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 62688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gerd, adenomyosis, lower abdominal pain, low back pain and bleeding menstrual heavy. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2007, omeprazole since (B)(6) 2015 and oxymetazoline hydrochloride (claritin allergic) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2018, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and swelling face ("face swelling"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy ¿ partial). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, stress urinary incontinence and fatigue was resolving, the uterine haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, swelling face, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at the completion of this procedure, there were 3 coils visible beyond the left tube and 4 coils visible beyond the tubal ostium of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, stress urinary incontinence. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. New event abnormal uterine /menstrual bleeding were added. Updated outcome of event pelvic pain form unknown to recovering / resolving. Lot number, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and uterine haemorrhage ('abnormal uterine /menstrual bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 62688- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gerd, adenomyosis, lower abdominal pain, low back pain and bleeding menstrual heavy. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007, omeprazole since (B)(6) 2015 and oxymetazoline hydrochloride (claritin allergic) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2018, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and swelling face ("face swelling"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy ¿ partial). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, stress urinary incontinence and fatigue was resolving, the uterine haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, swelling face, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at the completion of this procedure, there were 3 coils visible beyond the left tube and 4 coils visible beyond the tubal ostium of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, stress urinary incontinence. Most recent follow-up information incorporated above includes: on 5-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 31-year-old female patient who had essure (ess205) (batch no. 62688- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gerd, adenomyosis, lower abdominal pain, low back pain and bleeding menstrual heavy. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2007, omeprazole since (B)(6) 2015 and oxymetazoline hydrochloride (claritin allergic) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2018, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine /menstrual bleeding"), fatigue ("fatigue"), swelling face ("face swelling") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy ¿ partial). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage and genital haemorrhage had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge and weight increased outcome was unknown and the stress urinary incontinence and fatigue was resolving. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, swelling face, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at the completion of this procedure, there were 3 coils visible beyond the left tube and 4 coils visible beyond the tubal ostium of the right tube. Patient received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, stress urinary incontinence. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events:abnormal bleeding was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gerd, adenomyosis, lower abdominal pain, low back pain and bleeding menstrual heavy. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2007, omeprazole since (B)(6) 2015 and oxymetazoline hydrochloride (claritin allergic) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2018, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). On an unknown date, the patient experienced fatigue ("fatigue") and swelling face ("face swelling"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy ¿ partial). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge and weight increased outcome was unknown and the stress urinary incontinence and fatigue was resolving. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, swelling face, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at the completion of this procedure, there were 3 coils visible beyond the left tube and 4 coils visible beyond the tubal ostium of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes stress urinary incontinence, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss (specify which one): weight gain, face swelling. Device category changed from device other event to incident. Reporter information, aka name, concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.